Event description:
The customer reported that the loop had failed with the wire , open during a transurethral resection of the prostate procedure. The procedure was completed with a similar device. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that the loop wire was split in half and evidence of charred marks on the yellow and blue filters from the distal end side, indicating use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected fields: e1 (add phone number), g2 (remove user and add healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "loop had failed with the wire is open " was caused by a wear and tear. In addition: the loop on the distal end of the electrode can wear out during use and may break, burn or melt; this is very likely if the electrode is used several times. Olympus will continue to monitor field performance for this device.